Manufacturer narrative:
((B)(6) 2011):the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (05/09/2011)-device evaluation: the lay user/patient's product involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests six times a day and manages her diabetes with insulin (via insulin pump). The patient indicated she has been a diabetic for 48 years. The patient indicated when her blood glucose is in the "20's" she tends to experience symptoms of sweating and shaking, and when she is experiencing high blood glucose (range not provided) she has symptoms of blurry vision. The patient indicated the alleged issue began on (B)(6) 2011 at 3:30pm. Since noon, the patient indicated she consumed her lunch, took her usual dose of insulin, and was driving around doing some shopping. At the time of the alleged issue, the patient stated she was testing her blood glucose (with the subject meter) while sitting in her car. The patient clarified with the mss she had not properly cleaned her hands prior to testing. The patient confirmed she obtained a reading of "503mg/dl" with the subject meter. The patient clarified she had not obtained a reading in the "500's" for a long period of time; however, the patient indicated she did not retest her blood glucose with the subject meter. The patient stated she administered her insulin (amount not known) based on the alleged result and continued shopping. As she was driving home (at approximately 6pm), the patient claimed she suddenly "blacked out for a moment" and when she regained consciousness immediately after, she found that she drove her car into a ditch. According to the patient, while waiting for the emergency medical service (ems) to arrive, a bystander assisted her with testing on the subject meter; the patient obtained a result of "49mg/dl".the patient does not recall the result she obtained with the ems's meter; however, the patient indicated she was administered glucose gel (by a health care professional (hcp)) as treatment and then transported to the emergency room (ER). During her time in the ER, the patient stated she obtained a reading of "141mg/d" with the subject meter and "109mg/" with the ER's meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At an unknown time later, the patient stated she was given toast and juice by an hcp and was released from the ER at approximately 7pm that evening. The patient stated when she arrived home (time not provided) she tested her blood glucose with the subject meter and obtained a reading of "242mg/dl"; the patient denied testing her blood glucose with a secondary/ backup device. The patient did not take any action in response to the result. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated by an hcp for sever hypoglycemia after the alleged issue began.